Event description:
It was reported that in october 2012, the patient went through an airport security system and ¿got a whole lot of feedback,¿ which made pain worse. It was stated that the patient¿s pain pattern (trigeminal neuralgia) shifted rapidly back in (B)(6) 2012 and the patient was traveling to see her healthcare provider (hcp) to get reprogrammed. It was stated that the airport security system may have caused some discomfort. It was also stated that the reprogramming in (B)(6) 2012 was successful in addressing the shifted pain pattern.

Event description:
It was noted that after going through the airport security gate the patient's stimulation was uncomfortable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type recharger; product ID 3888-56, lot# v894662, implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888-56, lot# v894662, implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).